Manufacturer narrative:
The sample was drawn via venipuncture and collected in a 4 ml bd container. Qc is run once a day and was run before, but not after the event, with acceptable results. The unit is currently working within qc specifications. Data provided by customer shows that the instrument was idle for approximately seven hours prior to running the initial sample. Per technical support engineer, this instrument does not require a "sample prime" cycle after idle periods unless it is over two hours and the instrument enters the "sleep state". The instrument automatically performs a prime cycle after a two hour period when taken out of the sleep state by the operator. At present, there have been no further issues of erroneous sample results from this customer. A field service engineer (fse) has been dispatched to the customer's lab for this issues; however service info was not provided. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low initial cbc results compared to rerun results generated by the coulter act diff 2 analyzer for one pt sample. Customer ran a pt sample after the instrument was idle and the system generated low cbc results. Upon rerun, the same specimen, all cbc parameters recovered higher. The initial hemoglobin (hgb) result generated by the act diff 2 analyzer was 9.2 g/dl and the rerun results were 11.6 g/dl, 11.5 g/dl and 11.6g/dl respectively. The initial result for platelet (plt) count was 235x10 to the 3rd power cells/ul and the rerun results were in the range of 295-304 x 10 to the 3rd power cells/ul. Erroneous results were not reported outside of the laboratory. There was no death, injury or change to pt treatment as a result of this event.